Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-ipg-r-MRI, upn:m365sc12160, model:sc-1216, serial:(B)(6), batch:558785, UDI:(B)(4). Product family: scs-linear leads, upn:m365sc2218500, model:sc-2218-50, serial:(B)(6), batch:7119681, UDI:(B)(4). Product family: scs-lead fixation, upn:m365sc43180, model:sc-4318, batch:30731193, UDI:(B)(4).

Event description:
It was reported that the patient had a small part of the midline incision that had not fully healed and got infected. It was noted that the patient had removed the staples on their own. The physician believed that the infection was not device related. The patient was placed on antibiotics. The patient underwent a spinal cord stimulator (scs) system explant procedure and was doing well postoperatively. The explanted device components were discarded by the medical facility.